Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed a visual inspection using dop114-811doc appendix f and found transfer guard needles loose. Unable to performed pre-fill test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the there was a leak present in reservoir. The customer¿s blood glucose value was 103 mg/dl. The wife was called about the reservoirs transfer guard, when you put the needle to the vial, the insulin won't go and transfer to the reservoir. The device will be returned for analysis.